Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted approximately two months later and replaced with another manufacturer's device. No additional adverse patient effects were reported.